Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, which lifted the j702 connector off of the distribution node (dn) pca. The cause for the communication failure was isolated to the damaged j702 connector. The root cause was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.